Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, global find was not working, not able to find certain medication at two different pyxis med station locations using global find. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the global find functionality was not working. A technical support specialist (tss) was engaged to resolve the issue by following the knowledge article (pyxis es server reboot process and validation), services were stopped and disabled prior to initiating a system reboot. The update process took approximately two hours to complete. After the reboot, the server down query was executed, and services were re-enabled without any delay or disconnected flags. The patient encounter system (pes) login was successful, and synchronization information was verified, with all station uploads and downloads confirmed as current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, global find was not working, not able to find certain medication at two different pyxis med station locations using global find. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.